Event description:
It was reported that: "the locking mechanism from the screw to the plate did not work. The thread for screw head wouldn't engage the plate. Instead of locking into plate, it got stuck into the screw hole in the plater and it would just spin. Attempted several different ways to remove it and it would not come out; was implanted in pt.

Manufacturer narrative:
Device not being returned. Internal investigation in process.